Event description:
The customer reported the system would not save images. No patient or user injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reset the system applications configuration. System operates as intended. (B)(4). (B)(4). (B)(4). These records are being reported late as a result of a retrospective review of the quality system. The majority of these reports indicate patient involvement.